Event description:
On (B)(6) 2012, the food and drug administration (FDA) contacted lifescan (lfs) with a voluntary medwatch form submitted by a healthcare professional (hcp)/ reporter on (B)(6) 2012 alleging a onetouch ultramini meter was reading inaccurately high compared to a patient's feelings or normal results. The medical surveillance specialist (mss) was unable to contact the hcp/ reporter or patient's parents for additional information. The complaint was classified based on the information provided on the FDA medwatch form. On (B)(6) 2012 at an unknown time, the reporter stated the patient was found ''diaphoretic and unresponsive'' by his parents. The reporter also stated the patient's blood glucose was tested at an unknown time on the lfs meter by his parents and obtained a reading ''in the 300's mg/dl.'' The reporter stated the patient is treated via an insulin pump for his diabetes. The reporter stated an increased dose of insulin (type, dose and time unknown) was administered to the patient in response to the obtained reading. The reporter claimed over the next several hours, the patient's blood glucose was checked and more insulin was administered by his parents according to the meter readings. The additional blood glucose readings, dose and type of insulin and time of treatment were not reported. Per the medwatch report it is stated that the patient continued to be unresponsive. On (B)(6) 2012 at approximately 2:30pm, the patient was admitted to the emergency room (ER). Per the nursing report, the patient was found to be ''profoundly hypoglycemic with blood glucose of less than 20mg/dl. The patient was treated with multiple ampoules of dextrose 50. It is unknown the exact number of ampoules the patient was given, the time the medication was administered, or if there was any response to the medication administered. Per the nursing report the patient's glasgow coma scale (gcs) was found to be documented to be 3 out of 15. The nursing report also documented that the patient suffered a seizure, and was intubated for respiratory support and that the patient's CT and mra/MRI scan of the brain showed ''significant changes consistent with a hypoglycemic encephalopathic process with moderate cerebral edema.'' The patient was in the intensive care unit (ICU) on life support as of (B)(6) 2012. As lfs could not obtain follow up information, the current status of the patient is unknown. The alleged issue did not undergo troubleshooting with a cca. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly received medical treatment for severe hypoglycemia after receiving insulin based on results on the lfs blood glucose meter.

Manufacturer narrative:
(B)(4). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.